Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up with auto-mode switch episodes due to far r-wave oversensing. Programming changes were made. The patient was stable and will continue to be monitored.